Event description:
It was reported that the patient underwent an explant procedure to remove a 10 mm superion implant due to unknown reason. Following the procedure the patient was noted to be fully recovered. Boston scientific has been unable to obtain additional information regarding the implant date, and the device model and lot number despite good faith efforts.